Manufacturer narrative:
Pump received unable to perform the displacement and self test due to cracked bleeding lcd noted. (B)(4).

Event description:
It was reported that the insulin pump had a physical damage. Customer's blood glucose value was unknown. It was stated that the screen was not visible at all. Insulin pump will be returned for analysis.